Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. Visual examination revealed quite big piece of dry biological material near the adapter nose. The functional examination was performed and the drain functions properly and drains water. The part of biological material drained in to the tube could affect normal flow.

Manufacturer narrative:
(B)(4) date sent to the FDA: 12/15/2015. (B)(4).

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and drain was implanted. During the procedure, the suction did not activate. There was no adverse patient consequence reported. Additional information has been requested.